Event description:
From staff: 60 inch extension set with 0.22 micron filter was found to be leaking where filter is on the IV line. This line was infusing heparin 0.5 units/ml in sodium chloride 0.45% 10 units at 1ml/hr through PICC line.